Event description:
The hcp reported that the patient had neurological deficits, neurogenic bladder, and lower extremity weakness. An inflammatory mass and catheter fracture had been detected (imaging test and date unknown). The inflammatory mass was not removed; the catheter was replaced (dates unknown). The new catheter was placed in the opposite direction. Please see MFR. Report # 2182207200704445.